Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient was unable to provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's husband reported the patient received an inratio inr result of 2.6 on (B)(6) 2017. On (B)(6) 2017, the patient was tested using the physician's alternate poc instrument inr result of 3.2. Therapeutic range= 2.5 - 3.5.